Manufacturer narrative:
Concomitant medical products: unknown alloclassic cup, ref# unknown, lot# unknown. The following report is associated with this event: 0009613350-2018-00399. The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Note: this is a split case with zimmer inc., (B)(4).

Event description:
It was reported that the patient underwent initial hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to unknown reason.

Manufacturer narrative:
Additional information was received. It was reported that the involved device is alloclassic variall biolox delta, insert, ii/32 manufactured by zimmer inc., warsaw. Same/similar devices are not cleared for use in the u.s, therefore this report will be invalidated. Please invalidate this case from your system. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It was reported that the involved device is alloclassic variall biolox delta, insert, ii/32 manufactured by zimmer inc., warsaw. Same/similar devices are not cleared for use in the u.s, therefore this report will be invalidated.